Event description:
It was reported after using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the healthcare provider had difficulty activating the safety cover causing a needlestick to the middle finger. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. In two of the customer photos, the device is shown with the safety shield not fully in the locked position over the IV cannula. However, there is no evidence of any damage to the device or defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: difficult/unable to operate. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the the healthcare provider had difficulty activating the safety cover in an unspecified number of devices. No adverse impact was reported regarding the patient or user.